Event description:
The customer reported that the IV set spike fell out of chemotherapy IV bag near the end of the infusion. The pt had chemo exposure on the arm, which was immediately cleaned off. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.